Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hex driver ends have snapped off both drivers. No other information supplied. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Two (2) modular x15 hexlobe drivers [product code: 2770-20-030] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at each driver¿s distal tip, the second half of the tips were not provided with the devices. The fracture analysis report suggests that each driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination sites. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver tips fracturing cannot be positively determined. However, the fracture analysis report suggests that each driver underwent a quasi-static torsional shear failure starting at the hex lobes and is extended to the potential fracture termination sites. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.